Manufacturer narrative:
Correction information: b4: date of this report. D9: is this device available for evaluation? G6: follow-up #: 1. H2: if follow-up, what type? H3: device evaluated by manufacture. H6: adverse event problem. Additional information: d4: primary unique device identifier (UDI). H4: device manufacture date. Evaluation summary: event that occured is the no light coming out from the distal end, the user could not see the image of the examination. The pentax engineer checked with hospital staff. The device was used for examination. No harm was caused to the patient. After restarted the processor, it could be used normally, then still used it to compete the examination without any malfunction. Advised customers to choice pentax factory for inspection. Based on the investigation, a potential root cause of this failure is the light failure equipment, such as xenon lamp life was not enough, lamp failure, the panel failure and so on. The hospital did not take inspection by pentax for this case, so it was hard to determine the specific fault and the cause of the malfunction. There is no significant increase in repair complaints for this failure mode/hazard, and no increasing trend. A device history record (DHR) review was performed by the manufacturer. The review by DHR confirmed that the processor was manufactured under normal conditions on 12-apr-2019 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 17-apr-2019. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Event description:
During patient's anesthesia gastroscopy, there was no light coming out from the distal end, the user could not see the image of the examination, resulting in the suspension of the examination, prolonged the examination time, increased the risk of anesthesia patient. This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
G4: this device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. Pentax medical apac performed a good faith effort to gather additional information regarding this event and responded to the questions below via email on october 29, 2024. Q1: was this caused by the processor? Or was it caused by the endoscope? A: it was caused by processor. Q2: did the examination complete using an alternate device? A: no, after restarted the processor, it could be used normally, then still used it to compete the examination without any malfunction. Q3: were there any other effects on the patient other than the extended examination time? A: no. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.